Event description:
It was reported that during lap lobectomy procedure, the surgeon fired the device and found the knife and staples did not come out. Another device was used to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
Date sent: 7/6/2007. Firing trigger teeth. Evaluation summary: the analysis showed that the atb45 device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.